Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issue with the freestyle libre sensor. The caregiver reported low readings and 'lo' (< 40 mg/dl) readings with sensor. The caregiver treated customer with juice, then checked blood glucose and treated the customer with insulin due to high result. The caregiver provided comparisons of 'lo' (< 40 mg/dl) scan readings compared to adc meter results of 98 mg/dl, 220 mg/dl, and 180 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.